Event description:
The patient had experienced flu-like symptoms and heard an alarm from the pump. A confirmed motor stall was recorded in the event logs of the patient's pump, with no recovery noted. The patient was not near any magnetic sources that may have caused a motor stall. They had planned to replace the pump. The medication being delivered via the device was lioresal. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B) (4). The device is included in the medical device safety alert, model 8637 synchromed ii implantable drug infusion pump battery performance, physician communication ((B) (6) 2009).